Event description:
It was reported that the patient's implantable neurostimulator (ins) quitted working 2-3 years after implanted between 2003- 2004. The patient assumed the doctor put a new battery in. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3982a, lot# lc1356, implanted: (B)(6) 2005, product type lead. (B)(4).